Event description:
As an article lists on this site, I too experienced pain from clearcare 3% hydrogen peroxide solutions. I was at a sleepover and found some of my friends¿ parents¿ extra contact cleaning solution in the medicine cabinet. I still had my contacts in, and did read the label, but did not detect the warning. I soaked the contact in the solution, and went to the bathroom to replace my contacts the next morning. I put a contact in one eye, experienced extreme burning, and assumed I had put the contact in incorrectly, and put the other contact in my other eye. This contact came out less easily, because my eye shut in reaction. I am still experiencing extreme pain, redness, and tears, and I have never experienced dry eyes, or any other pain related to contacts. I have only been affected for one day so a different outcome might occur. Put a picture of the special case on the label, bigger warning, prescription only cleaner? (B)(6).